Manufacturer narrative:
H.6. Investigation: the photos received as part of this complaint confirms foreign matter on the plunger of the syringe. The non-conformances were reviewed for this batch; there were no non-conformances associated with this defect for this batch. The root cause of this complaint is associated with the molding machine. It is possible there was an issue with a part on the molding machine. Upon further inspection of the molding machine, tit was found the screw tip and check ring needed to be changed, which should resolve the reported issued.

Event description:
Material no: 306553 batch no: 8340710. It was reported that before use of the syringe 10ml reg pr saline fill spkg there was black stains on the syringe. The following information was provided by the initial reporter: event description "black stains on syringe, dirty/stained".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 306553, batch no: 8340710. It was reported that before use of the syringe 10ml reg pr saline fill spkg there was black stains on the syringe. The following information was provided by the initial reporter: event description "black stains on syringe, dirty/stained."